Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed pump error multiple times. The customer's blood glucose was 8.0 mmol/l at the time of the incident. Troubleshooting was initiated for the pump error alarm. A manual bolus was delivered and confirmed in the pump history; however, the insulin pump failed self test. The insulin pump will not be returned for analysis.